Event description:
It was reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. Cables and connectors were reseated. The system operates as intended.